Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a broken sensor wire which occurred 8 days after the sensor had been inserted in the arm. The patient consulted an hcp and reported that the sensor wire was removed by the physician assistant with a small surgical procedure. After the sensor wire was removed the patient stated she was feeling okay. There was no documentation regarding the possible wound of the patient after the surgical procedure, and for how long the patient stayed in the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.